Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak of the left common iliac artery was confirmed. Additionally, clinical assessment determined that there was evidence to reasonably suggest an occlusion of the right common iliac artery with mid stent buckling occurred one month post evar occurred that was not included in the event as reported. Device, user, procedure or anatomy relatedness of type ib endoleak could not be determined. Procedure related harms for this event could not be determined. The use of a proximal extension in the right iliac artery is an off label use of the product, and likely contributed to the thrombosis of the right iliac artery. The iliacs were reported as significantly tortuous; however, without pre implant imaging could not determine IFU compliance.the final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem - updated. G1,2: contact office/name - updated. H6: patient code ¿ remove 1924. H6: device code ¿ remove 3190. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). An additional limb stent graft extension was implanted 29 days post initial implant for a type 1b endoleak. No further information is available at this time. Additionally, clinical assessment determined that there was evidence to reasonably suggest an occlusion of the right common iliac artery with mid stent buckling occurred one month post evar occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). An additional limb stent graft extension was implanted 29 days post initial implant for a type 1b endoleak. No further information is available at this time.